Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis station had no power. The field service engineer (fse) replaced the pyxibus module controller, the retractor band, and the drawer board for the auxiliary full height drawer. The hardware test application was tested, and the drawer was opened and closed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the station failed to turn on and was short circuited. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.